Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. Awb 284423738963 received 1/20/2025. Box marked as (B)(4) on awb 284423738963; recd ec60a; lot#119c22 ; ecm has ec60a; lot# 310d13 from country china.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025 d4 batch #119c22 b3: only event year known: 2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with an ecr60b cartridge reload loaded on the device. The cartridge was received unfired with the pan partially dislodged from the left side. In addition, 2 double drivers were found loose and 12 double drivers were missing making the reload non-functional. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 119c22, and no non-conformances were identified. The lot#119c22 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.